Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The account reported that patient underwent an aicd placement on (B)(6) 2018. The patient had a history of morbid obesity and required weight loss in order to be a cardiac transplant candidate. The patient had wide complex tachycardia starting on (B)(6) 2018, which was consistent with ventricular tachycardia. The patient was given amiodarone 150 mg bolus at midnight and again at 5 am. Milrinone was stopped at 7 am due to the possible contribution to the patient¿s arrhythmia. The event reportedly resolved on (B)(6) 2018 and the patient remains ongoing on vad support with no further issues reported. Cardiac arrhythmia is listed in the IFU as an adverse event that may be associated with the heartmate ii left ventricular assist system.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been having heart failure and possible fatty liver. Patient underwent automated implantable cardioverter defibrillator(aicd) placement and required weight loss in order to be a potential candidate for cardiac transplant. Patient post op day 1, tolerated procedure without complications. Patient remained hypotensive and found to have lactic acidosis. Patient post op day 2, patient developed pulmonary edema with hypoxemia, requiring high flow oxygen via nasal canulla and IV(intravenous) lasix, discontinued on (B)(6) 2018. Patient had wide complex tachycardia with morphology consistent with ventricular tachycardia. Patient was given 150 mg amiodarone. Device operated as intended and did not contribute to arrhythmia. No further information was provided.